Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was burnt. The high voltage cable and contact on the power supply overheated and possibly damaged the printed circuit board (pcb). The operating room (or) department complained about a burning smell. It is unknown under what circumstance this event occurred. However, there was no patient involvement; thus, no adverse event was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted. Customer primary email: (B)(6).

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis - the mlx 300w xenon lightsource was returned in used condition. Evaluation identified that the unit was due for power supply upgrade and the lamp wire connector was burnt. As a result, the power supply was upgraded and the lamp wires were replaced. The unit passed all service and repair testing. Root cause analysis - the reported complaint was confirmed. It was determined that the damage was most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.